Event description:
It was reported that one day after a lead revision procedure, oversensing was noted on the ventricular lead and pauses were recorded. The patient was given a digital monitor but no pauses were observed. The patient was discharged and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013. (B)(4).